Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue and replaced the high resolution stereo viewer (hrsv) monitor to correct the problem. Following service, the system was tested and verified as ready for use. Isi received the hrsv monitor involved with this complaint and completed the device evaluation. The reported issue that the left eye was not vision in the surgeon side console was confirmed. When the hrsv monitor was installed and tested on the printed circuit assembly (pca) test system, the system started up with image on the left hrsv monitors, however, the monitor was flashing with red screen. The unit was sent to the original equipment manufacturer for repair. A procedure log review confirmed the simple prostatectomy procedure on (B)(6)2022 on system sk0831. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted prostatectomy surgical procedure, the left eye was not visible in the surgeon console. The caller indicated they did not check the system before the start of the surgery. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse), the nurse stated the operating room (or) team restarted the system, but issue persisted. The nurse confirmed that both eyes are seen on the vision side cart touchscreen. Tse was unable to review the error logs since the system was not connected to onsite at the time of the call. Tse instructed the nurse to perform the following: power down the system, cycle all main breakers with emergency power off, and when reseating the blue fiber cable (bfc) ensure a click is heard. However after doing so, the issue persisted. Tse guided the nurse to swap bfc between patient side cart and surgeon side console, but issue remained the same. There was also no success after replacing the endoscope. The surgeon decided to abort the case. The system was not usable in this state. Tse reviewed the photos of the logs that nurse was able to later provide, and informed the was able to provide recommended actions for isi field service engineer. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.